Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. The patient age was reported to be over (B)(6). According to the complainant, during the procedure, the delivery device was positioned within the patient towards the obturator foramen. When the physician attempted to deploy the mesh carrier, however, the distal tip of the delivery device detached. The physician removed the tip of the device by hand from the patient through the dissection. No part of the delivery device was left inside of the patient. The mesh carrier was not implanted within the tissue and the entire solyx mesh assembly was removed from the patient. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
The lab coordinator reported that while the nurse was taking the patient's blood glucose level with the precision xceed pro meter, she got splashed in the eye with the blood sample when the patient's finger was moved away from the strip, the strip had a "springboard" effect and the blood sample bounced up and into the nurse's eye. The lab coordinator reported that the patient was hepatitis c positive. There was no report of treatment or third party medical intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. It should be noted: the serial number of the meter was not provided. Consequently, the date of manufacture is unknown.

Manufacturer narrative:
Test strip lot 6dbkbg was returned from the reporting facility for investigation. Test strips were tested and no observations or errors were noted. Retain testing of the same lot as well as a device history review of lot 6dbkbg were performed. Both the retain testing and DHR review indicated the strip lot was performing within their performance specifications.